Event description:
During complex pci procedure of a very calcified lesion in the rca, the orsiro mission drug-eluting stent was selected for treatment. After pre-dilatation, the device was introduced but could only be advanced to the proximal part of the lesion. It was decided to remove the device for additional pre-dilatation, but the stent remains stuck at the level of the catheter, and the stent dislodged. The physician tried to get the stent back but was unsuccessful. Patient had arrhythmia and was transferred to a university center. We have just received the information that the patient passed away.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.